Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was 449 mg/dl. The insulin pump received insulin flow block alarm however during troubleshooting it was found that the insulin pump was working as design and the insulin flow block alarm was resolved by changing infusion set and reservoir. The customer¿s blood glucose level was 500 mg/dl and 495 mg/dl. The insulin pump will not be returned for analysis.